Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00630505632 liner standard 32 mm i.d. For use with 56 mm o.d. Shell lot#: 63973192. Report source: foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00540.

Event description:
It was reported that the patient underwent a revision procedure due to instability. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The event was confirmed with radiographs received. Review of the radiographs identified the following: -bilateral total hip arthroplasties with possible oversized left acetabular cup with medial acetabular screw extending into the pelvis outside of the bone. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.